Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states the release bracket and spring in the right upper leg rest support assembly won't allow the ratchet bar to raise or lower the leg rest. MDR filed.